Event description:
The consumer indicated that her tampon came apart in two pieces upon removal, and tampon pieces remained inside of her. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Device was returned on 8/18/2011, but no evaluation was done because device failure mode is currently being investigated